Event description:
It was reported that the atrial leadless pacemaker (alp) had no capture during an initial implant procedure on (B)(6) 2026. The capture thresholds of the atrial chamber were noted to be suboptimal. The physician elected to abandon the alp implant and procedure with ventricular placement only. The patient was stable throughout the procedure.